Event description:
My elvie stride breast pump (less than 3 months old and on the 4th use) malfunctioned and breast milk entered tubing where it could mold and harm my newborn baby. Company refused to replace defective parts saying they were outside the 90 day warranty even though device has been barely used and was actually still within warranty if based on the date I received it from insurance. As a new mother who recently returned to work, I am incredibly concerned about the quality of this device in the short time I've had it and it's potential to harm by baby via mold inside the tubing. The warranty is unreasonably short for a device and parts that should be able to be used multiple times daily without danger to newborn babies.